Manufacturer narrative:
The device will not be returned to the MFR for an investigation.

Event description:
It was reported that the blood didn't enter in the reservoir but passed directly into the bag. Approx 300 cc - 500 cc blood was discarded and pre-donated blood was given to the pt. No other medical intervention was reported.